Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up, the patient was found to be in atrial fibrillation, atrial tachycardia. The pulse generator exhibited intermittent atrial undersensing. Autocapture was programmed off. The device resumed normal sensing.